Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Inspection of the returned device found the suture was returned outside the device undamaged, the reported suture break could not be confirmed. The returned device indicated that an anterior cuff miss occurred during needle deployment as evidenced by the anterior cuff remaining in the foot pocket. The anterior cuff miss would have resulted in a failure to retrieve the suture during the needle plunger retraction which could appear very similar to the reported suture break. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that suture placement was attempted with a proglide device in the right common femoral artery using the preclose technique prior to a percutaneous coronary interventional (pci) procedure. The arteriotomy was 6fr sheath. Reportedly, a suture break occurred. A second proglide was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.